Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the device was returned for analysis. The coil and delivery wire arms were not interlocked within the introducer sheath. The introducer sheath was found to be cut all the way along with the coil inside. Aside from the former damage, the coil was also found to be severely stretched. The delivery wire was inspected and kinks were observed near the interlocking arm. Microscopic inspection of the delivery wire revealed no anomalies with the interlocking arm and the zap tip had a smooth surface. The main coil was then inspected microscopically and it was noted that the zap tip and interlocking arm of the main coil were detached and missing. Dimensional inspection of the delivery wire were found to be within specifications. The outer diameter of the zap tip and of the primary coil could not be measured due to the device condition but the coil dimensions that could be measured were found to be in specification. The number of distal and proximal fiber bundles recorded were found to be below the assigned specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 24-jan-2017. It was reported that the coil failed to deploy. A 10mm x 40cm interlock¿-35 was selected for use. During procedure, it was noted that the coil would not deploy after reaching the target lesion. The coil was gently withdrew and removed without coil protrusion from the tip of the catheter. The device was then intentionally cut to investigate the cause of the failure. The procedure was completed with a different device. No patient complications and the patient's status was stable however, device analysis revealed that the number of distal and proximal fiber bundles were found to be below the assigned specification.